Event description:
The customer reported that during a large bowel resection, the device jaws could not be re-opened while on tissue. The device jaws were removed manually with minor tissue damage and oozing reported. The amount of oozing from the tissue was not made available by the customer. The ski pin from the lever fell into the pt's cavity and was not retrieved. Another device was opened and the procedure was completed with no further difficulties.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.